Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with a non boston scientific device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with a non boston scientific device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Solidified media was visible in the inflation lumen; the device was soaked in a water bath at 37 degrees to soften the media to allow for device analysis. The following attributes were examined: a visual and microscopic examination of the balloon identified a longitudinal tear extending approximately 7mm distally from the distal end of the proximal markerband. Blood-like media was visible in the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues on the hypotube and shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with a non boston scientific device. No patient complications were reported.